Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, a crack was found in the pump connecting tube, so the pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for cylinder is (B)(4).

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The pump tubing was cut down to the pump block. Under microscope observation, contamination (bodily fluid) was found within the ms pump, which prevented functional testing from being performed. No leaks were identified during leak testing. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available and the analysis results, the reported clinical observations of tube hole/perforated and device mechanical issue were not confirmed. D4. Concomitant product UDI for cylinder is (B)(4) and for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) went to the hospital because the product was not working properly. Two weeks later upon inspection, a crack was found in the pump connecting tube, so the pump was explanted and replaced. No patient complications reported.